Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported the spin collar of a trifuse extension tubing cracked and broke during an unspecified infusion. Although requested, no additional event information has been provided; there was no leaking or patient harm.

Manufacturer narrative:
The customer¿s report of a broken spin collar was confirmed. Visual inspection revealed that the spin collar of the male luer had a 6.2 mm long crack along its length. One of the female luers had an 11.1 mm long crack. Functional testing was not performed because the female luer was cracked and the spin collar was received detached from the male luer tip. Dimensional testing found that the male luer tip and non- bd connectors were within specification. The root cause of the cracking on the male luer collar and the female luer was not identified.